Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having issues with the insulin pump. Customer stated the piston in the device was not pushing the reservoir up and it alarms no delivery. Customer stated he changed out the tubing twice, used different lot numbers, and now the device was not working. Troubleshooting was not performed due to customer not having the device with her. Customer's blood glucose was 285 mg/dl. No further information provided.